Manufacturer narrative:
B2: other - pulmonary embolism was identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that two hours after xpede bone cement was implanted into the t9-t10 vertebrae during a spinal fusion procedure, the patient experienced cardiac or respiratory arrest. Cement extravasation was detected post-operatively. A computed tomography scan indicated the presence of a cement embolism in the lung, and a pulmonary embolism was also identified. The patient recovered following the arrest and was alive.